Event description:
Procedure type: gastric bypass. According to the reporter: the edge was not trimmed. At 6 days after the surgery, the patient stated that they had stomach pain and leakage was found. Re-operation was done. It was found the leakage occurred from the duodenum stump posterior wall, not from the stapled line, where the sheet touched the tissue. Patient had diabetes.

Manufacturer narrative:
(B)(4).